Event description:
The patient reported exposed wires of the power supply cord. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The reported event that was resolved through device replacement. A review of the patient care network logs confirmed that readings were sent successfully in subsequent days after the event, indicating that the issue was resolved.